Manufacturer narrative:
Eval, results: motion interrupt pan/lift.

Event description:
It was reported by service report that the unit is having lift issues. It is unk if there was pt involvement or if there are adverse consequences to report.